Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, implantable pulse generator (ipg), implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented with syncope. It was determined that the right ventricular (rv) lead had become dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.